Event description:
Stent fell off balloon before insertion into sheath.

Manufacturer narrative:
The stent was in between the two radio opaque marker bands but was loose. The stent had a curve to it that measured to be a 15 degree bend. The stent in the middle was also slightly kinked. The stent had bodily fluids up to 75% of the length of the stent. Measurements of the stent diameter as received were taken. Center of stent = 2.46mm, distal end of stent = 2.49mm, proximal end of stent = 2.95mm. The average crimped stent diameters of the v12 8mm x 59mm x 120cm long catheter prior to shipment measure on average to be (B)(4) in diameter. The difference in the diameters can be attributed to the stent migrating over the proximal cone of the balloon expanding the stent slightly. The stent was removed distally to inspect the folded balloon under the stent. The balloon under the stent had the impressions of the stent on its surface. The impressions are indicative of a properly crimped stent. The return details as provided indicated that the stent was loose prior to insertion into the introducer sheath. However the stent had bodily fluids up to 75% of the stent length and the stent was slightly buckled in the middle of the stent. This observation contradicts the details provided in the rga. A review of the data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, films or the particular introducer sheath, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.